Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer failed that only functioned when held at a certain angle and did not recover after multiple recovery attempts. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed, only functioned when held at an angle, and did not recover after multiple recovery attempts. A field service engineer evaluated drawer alignment, verified sensor and latch function, redistributed medication weight within the drawer, and completed final functional testing. The system functioned as intended after the field service engineer repaired the device.